Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient¿s device didn¿t work for ¿quite some time¿ so they had it removed, and another one was put in. No further patient complications are anticipated or expected as a result of this event.